Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a cassette not attached error occurred during testing.

Manufacturer narrative:
D9: device received on 8/8/2025. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and a defective latch lock sensor was found. The customer's problem was replicated. The latch lock sensor was replaced to fix the issue.